Manufacturer narrative:
Reference number: case- (B)(4).

Event description:
It was reported that, during a tka surgery, the pegs on a journey fem impact bumper rt broke off during surgery. All pieces were retrieved. Surgery was completed with a backup device. No delay. No patient harm.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device confirms both of the pegs broke off the device. The broken pegs were not returned with the device. This instrument exhibit signs of significant use and wear. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms this case reports, the pegs of the impactor bumper broke during a tka surgery. Reportedly ¿all pieces were retrieved; the surgery was completed with a back-up device with no delay and no patient harm.¿ a photo of the returned device confirms the breakage. No additional information was provided. Based on the information provided, the root cause of the impactor bumper peg breakage cannot be definitively concluded. The patient impact was the peg of the impactor bumper breakage requiring retrieval. Reportedly, ¿all pieces were retrieved, the surgery was completed with a back-up device with no delay, and no patient harm.¿ further patient impact beyond the reported cannot be determined. Therefore, no further clinical medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.